Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 504 mg/dl. The customer had symptoms such as nausea and abdominal pain and treated with a shot. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. The infusion set cannula appeared bent. The product was not returned for analysis.